Manufacturer narrative:
The reported event was confirmed as supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier ¿ hanscent. This investigation does not require a DHR review due to a closure letter not required for this complaint. The reported event is understood, characterized, and confirmed as unrelated to the labeling issue. It was confirmed related to a supplier, therefore labeling review is not required for this reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the sterile water leaked from the syringe connection of the foley catheter. The event occurred during pretest. There was no balloon rupture or tear observed on the foley catheter. The water leaked from the valve mentioned as backflow. It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterile water leaked from the syringe connection of foley catheter. The event occurred during pretest. There was no balloon rupture or tear observed on the foley catheter. The water leaked from the valve mentioned as backflow. It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter.